Event description:
This is a report of a peritoneal dialysis patient who experienced a heart attack and subsequently passed away. The patient was hospitalized for the heart attack. Treatment for the heart attack event was not reported. One day after being hospitalized, the patient passed away. The cause of death was reported to be due to a pulmonary embolism and atrial fibrillation. The patient was connected to the homechoice device at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the serial number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.